Manufacturer narrative:
(B)(4). Due diligence for contacting the customer has been made but no response has been received to obtain more information regarding the complaint. Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "auto cycling" while using the avea ventilator in the biomed department. All parameters pass during extended self-test (est). The customer reported there were no messages or alarms to indicate the transducers fault. The customer has not reported information regarding patient involvement, injury, or harm and it is currently unknown.